Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during treatment of an infection of the percutaneous lead exit site, the surgeon noticed damage on the pump cable near the exit site. The damage was repaired by the manufacturer's technical support with the surgeon's help, using vulcanizing tape. No alarms were reported. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported infection could not be conclusively determined through this evaluation. The reported cosmetic damage to the pump cable can be confirmed based on the evaluation of the submitted photos. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. Also, the IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient experienced secretion from the exit site beginning (B)(6) 2020 and was admitted to the hospital on (B)(6) 2020. Other symptoms included erythema at the exit site and elevation of inflammatory markers. The infection was caused by serratia marcescens. Treatment included aimed antibiotic therapy according to the wound culture, surgical revision of the exit site, daily dressing changes, application of cold atmospheric pressure argon plasma (cap) and suture of the exit site after negative cultures. The patient was discharged on (B)(6) 2020 and has had no recurrence of infection.